Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for high blood glucose level. Customer's blood glucose value was 445 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The customer stated the symptoms related to high blood glucose such as nausea, difficulty in breathing. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer visited emergency room and was admitted into hospital as a result of high blood glucose. Length of hospitalization (B)(6) 2022-(B)(6) 2021. Customer reported bent cannula. The device will not be returned for analysis.